Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's family was reported via phone call that they experienced high and low blood glucose. The customer blood glucose level was 600 mg/dl at the time of incident and the current blood glucose of the customer is 55 mg/dl. The customer also report the blood glucose is 61 mg/dl and 51 mg/dl. Customer was in auto mode. The customer was treated with food. The customer was assisted with troubleshooting and declined for low blood glucose. The insulin pump will not be returned for analysis.